Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, general anesthesia performed on an asa 1 patient, (B)(6), normal before anesthesia induction (spo2 96%). After smooth anesthesia induction and endotracheal intubation, the spo2 dropped to 88% at a fio2 of 90%. Auscultatory breathing sound on both sides. Tube position control by direct laryngoscopy and bronchoscopy regular. In particular, there is no pathology in the visible tracheobronchial system. Patient at all times stable in circulation. Pulse oximetry via connection of the electrode to a transport monitor still unchanged at 88%. After replacing the sensor, a spo2 of 99% is measured. It was reported that, as per summary, a defective sensor of pulse oximetry leads to the diagnosis of an oxygenation disorder with subsequent invasive clarification and delay of the surgical procedure. A patient risk can not be excluded. In the present case, according to the supervising anesthetist, the incorrect measurement was harmless to the patient. The faulty sensor has been secured and is available for further investigation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the device had a defective sensor. The spo2 dropped to 88%,at a fio2 of 90%,which leads to the diagnosis of an oxygenation disorder. After replacing the sensor, a spo2 of 99% is measured. Patient at all times stable in circulation. Incorrect measurement was harmless to the patient according to the anesthetist.

Manufacturer narrative:
Additional info: g4, h3, h6 h3 evaluation summary: one sensor was evaluated. The product is used in diagnosis. The reported condition was not confirmed. The investigation found the device to function normally. No failure was confirmed, no relationship to the reported condition could be established. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.